Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. After the alarm, the customer resumed insulin delivery. The customer's blood glucose level was elevated; the customer could not recall the exact value of the level. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check with the customer to determine a possible cause of the occlusion.